Manufacturer narrative:
Additional information: section d-9: device available for evaluation: photo evaluation. Section d-9: device date returned to manufacturer: no. Section h-3: device evaluated by manufacturer: no. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provide photo was evaluated. The photo shows the suspected complaint product and the cartridge tip was observed to be damaged. Due to no product received, no further evaluation was performed. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "rod stiff" was not identified during photo evaluation. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens remained implanted. Section d6b: if explanted, give date: not applicable. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) injector was pushed, the plunger felt rough and difficult to depress, with resistance. The lens was implanted successfully and had no observable problems. Later, the head of the injector (cartridge tip) was found to be broken. No further information is available.